Manufacturer narrative:
D15-intuitive surgical, inc. (Isi) received the vessel sealer involved with this complaint and completed the device evaluation. Failure analysis confirmed, however, did not replicate the customer reported complaint that the vessel sealer extend failed to unclamp from the tissue and the surgeon could not regain control. Failure analysis found the primary failure of low torque failure to be related to the customer reported complaint. Based on log review, the instrument was found to have "strong grip failure" low torque failures when placed and driven on an in-house system, the vessel sealer passed the self test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and also passed the grip force test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued requesting to have the vessel sealer extend returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. A review of the instrument log for the vessel sealer extend (part# 480422-01/lot# m91190718 0320) associated with this event was performed. Per logs, the vessel sealer extend was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the final use of the instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the vessel sealer extend failed to unclamp from the tissue and could not be opened with the use of the emergency grip release function. While there was no patient harm or injury reported, this failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the vessel sealer extend (vse) failed to unclamp from the tissue and could not be opened with the use of the emergency grip release function. A backup vse was used to proceed with the case. There was no report of patient harm, injury or adverse outcome due to the alleged product issue. Intuitive surgical, inc. (Isi) has made several attempts to follow-up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.